Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he removed the sensor on (B)(6) 2019 due to pressure and discomfort at the insertion site and reported there was no skin reaction located in the patch adhesion area. Upon sensor removal, the patient noticed a three inches wide bump at the insertion site. The patient stated he was seen by his primary care physician on (B)(6) 2019 and the physician diagnosed the bump was due to an infection at the insertion site. The patient was prescribed oral cephalexin antibiotics and was advised to apply a hot wash cloth to the insertion site daily. At the time of contact the patient reported the bump was two inches and seems to be clearing up with the antibiotic regiment, but still experiencing discomfort at the insertion site. No additional event or patient information is available.